Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. Low flow: the low flow alarm is triggered if average flow drops below the low flow alarm threshold. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported that a patient had to be admitted to the hospital with low flow alarms. At home the patient was dizzy, vomiting and unable to monitor blood pressure (bp)with low flow alarms (flow:2.9lpm). Upon hospital admission, he was alert experiencing ventricular fibrillation (vf) and an undetectable bp. Mbp 40mmhg. The patient does not have an ICD. The patient was transferred to the ICU and defibrillated (100j x1) to convert ECG from vf to sinus rhythm (sr). Mean blood pressure (mbp) resume to 60mmhg. IV amiodarone was given. No additional information provided.

Manufacturer narrative:
Additional information received on 06/24/2016 further clarifies that the patient's admitting diagnosis was ventricular fibrillation. An EKG showed ventricular fibrillation rhythm and there were no related lab results. After defibrillation and stabilization, the patent was transferred from (B)(6) hospital to (B)(6) hospital for ICD implant. ICD implant procedure was uneventful and the patient was discharged home on (B)(6) 2016. Hvad pump hw25380 was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed 3 low flow alarms and a slight decrease in power consumption for the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.